Manufacturer narrative:
The patient identifier is not known. The patient¿s age is not known. The patient's weight is not known. The lot history record (lhr) review will be performed and included with the device investigation. (B)(6). The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
The healthcare professional reported that during the procedure, the physician failed to detach the coil due to not being skilled. The procedure was successfully completed with another coil. There was no report of any patient injury or adverse event.

Manufacturer narrative:
(B)(4). The device history record (DHR) review for lot 17697695 was performed; it was noted that one (1) unit was rejected due the defect of the proximal bead being oversized. This defect could be related to the reported complaint. However, during the review of the DHR for this lot, it was confirmed that the rejected unit was properly segregated and discarded. There were no other issues noted that were considered to be potentially related to the reported complaint. The DHR review also indicated that the product was tested and inspected per established manufacturing requirements including inspection test results as per (embolic coil attachment pull test (eas), embolic coil detachment pressure test (cdp) and embolic head piece attachment strength pull test (has) per wi-640qi028 rev. 12. Preventive maintenance records for coil loading machine with equipment ID: 28403 were reviewed. It was confirmed that the preventive maintenance was executed during the established time period. The lot involved (lot 17697695) in the complaint was manufactured within the preventive maintenance dates. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.